Event description:
Procedure: lobectomy. According to the reporter: customer states that when going to use the (B)(4) the device could not be opened. Once fired the device, it could not be opened to remove it out of patient, so in order to be removed they pulled it and tissue was slightly torn and was manually sutured. As the device was forced to be removed, they had to suture the patient. No unanticipated tissue loss. Patient is in correct status. No reinforcement material used. Additional information (per initiator): unknown lots, they threw the boxes away. There was some slight bleeding, but did not require transfusion. No blood loss of 500cc or more due to the product problem. No extension of surgical time. Patient has already been discharged from hospital in good condition. Product will be returned for investigation.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).